Event description:
Customer called to report the pump had a no delivery message on display without an audible tone. Troubleshooting was performed. The audible tone could not be heard. High bgs were treated. Customer reverted to a back up of manual injections.